Event description:
The patient¿s family member stated that the patient has not felt stimulation like she usually did, had a loss of therapeutic effect, returned of symptoms, and had bladder infections. The patient¿s family member stated that the interstim system was supposed to help with the bladder infections. The patient has just finished her medication from the last bladder infection, but she was going back to see her urologist on tuesday because she felt like she may still have one. The patient was not feeling stimulation while therapy was on. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.